Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted for potentially associated lot number gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Fifteen days after experiencing the peritonitis, the patient was hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics. The cause of the peritonitis was reported by the patient as ¿might have touched his face or hair while setting up¿, this was not confirmed. The patient was discharged 3 days after admission. At the time of this report the patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.